Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated device change-out, the physician elected to cap the atrial lead and implant a new lead on (B)(6) 2017. The noise artifact had been detected by the clinic since (B)(6) 2016, and was noted in multiple inappropriate auto mode switch episodes. The patient was not symptomatic as a result of the atrial lead noise, and was stable post-procedure.